Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness indicator. There was no patient use associated with the reported event. Upon examination of the customer's device, physio-control observed that the lid would not open and, as a result, the unit could not be used to provide defibrillation, if needed.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the device¿s lid latch had become separated from the case shaft which initially prevented the lid from opening and, once moved, it prevented the device from powering on. Physio was able to reinstall the latch, after which the device was able to power on, charge and provide defibrillation therapy when prompted. The customer was provided with a replacement device.